Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 3-4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During preparation of the mitraclip steerable guide catheter (sgc) a leak was observed from the dilator. The threeway-stopcock was attached to dilator flush port, the rotating hemostatic valve was closed, and the side port of threeway-stopcock was flushed prior to observing the leak. During visual inspection of the dilator, a small crack between the flush port and rotating hemostatic valve (rhv) was observed. Another sgc was selected and the procedure continued successfully. The final mr was grade 1-2. There were no reported patient effects and no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported cracked and leaking dilator flush port was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined that the reported cracked dilator flush port resulting in leak/splash is related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.